Manufacturer narrative:
(B)(4). Voluntary medwatch number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.

Event description:
When the sheath and locator of a 6f angio-seal sts plus device were introduced into the artery over the guidewire, the sheath came loose proximal to the hub. The surgeon grabbed the sheath and started removing it from the patient over the wire but the sheath fractured in another location. The surgeon was able to remove the entire sheath and locator. Another 6f angio-seal sts plus device sheath and locator were inserted over the guidewire, the locator and guidewire were removed, when the carrier tube was inserted into the sheath, the sheath fractured. The angio-seal was removed and manual compression was used to achieve hemostasis. The patient's hospital stay was extended.